Event description:
Same case as MFR report #2134265-2009-03454. It was reported that during a percutaneous coronary intervention (pci) procedure the gauge failed. The 90% stenosed, target lesion was located in the moderately calcified, moderately tortuous left anterior descending artery (lad). A quantum mav mon 8mm x 2.5mm balloon catheter was inflated once with an encore26 inflation device. On the 2nd attempt, the physician inflated the balloon to 12 atms. The gauge of the inflation device "suddenly" went down; however, the balloon "appeared to inflate." The procedure was completed with another of both the inflation device and balloon catheter. There were no pt complications reported with the pt's current condition listed as "good."

Manufacturer narrative:
(B) (6). (B) (4).